Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
The pt claimed that the pump became unresponsive to all of the buttons after it got wet. The pt also indicated that there is a tear on the ok button.